Manufacturer narrative:
F1205 - temporary impairment; f2201 - biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: seroma and diagnosis of bia-alcl.

Event description:
Physician reports "the patient returned to our attention for an important cold periprosthetic seroma that had arisen in the right side. Performed needle aspiration for cytological and cytofluorimetric examination, diagnosis of bia-alcl." Pathological markers confirming alcl have not been received. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Lymphoma-alcl- suspected: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Crease is observed. Brown particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Physician reports "the patient returned to our attention for an important cold periprosthetic seroma that had arisen in the right side. Performed needle aspiration for cytological and cytofluorimetric examination, diagnosis of bia-alcl." Pathological markers confirming alcl have not been received. The device has been explanted. This record relates to the right side.